Event description:
The patient reported the surgeon implanted a cq2015a collamer aspheric three piece lens in the patient's left eye. The patient complaint of glare in both eyes that is debilitating and also of orange circles at night for both eyes. She continuously has light reflecting and flickering. Lens remains implanted. The doctor's office was contacted. The patient's last visit was on (B)(6) 2012. The patient is scheduled to have a complete eye exam in (B)(6). The lens is centered and there were no complication during surgery. Vision is 20/20. See MFR #2023826-2012-01008 for right eye.

Manufacturer narrative:
(B)(4). Method - lens work order search. Medical review. Results - a lens work order search was performed and one similar complaint was found within the same work order. Medical review - glare and halos may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated especially if the pupil goes beyond the optic. This is a design limitation where light hits the interface of the optical zone and the patient's optical field of vision. This condition is commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. Conclusions (no conclusion can be drawn) - based on the complaint history, work order search and medical review, a specific root cause of this event could not be determined. (B)(4).